Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by customer that a defective piece of equipment from PICC kits? We have a frayed stylet wire from the 4fr sl PICC kit, very strange occurrence. Wire frayed, unsure of patient impact at this time. No other information provided.